Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced discomfort at the implantable pulse generator (ipg) site. The physician assessed that the ipg became more superficial under the skin after the patient lost weight which caused the discomfort. Therefore, the patient underwent an ipg revision procedure wherein the ipg was repositioned. Nothing was implanted or explanted during the procedure and the patient was expected to fully recover postoperatively.